Event description:
It was reported that during use, during weekly machine check, the cs300 intra-aortic balloon pump (iabp) keypad can not be pressed. There were no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) keypad can not be pressed. There were no injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) checked the machine with symptoms of not being able to press the augmentation menu. Initially, the button was tested and found that the button did not work. It is necessary to replace the button circuit board. Changed the pcb, keypad controller according to the purchase order and test the machine. The button can be used normally.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)